Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead had exhibited pocket infection and lead erosion. Reportedly, there was a tip of lv lead was lodged in the coronary sinus and was eroded. A revision was performed and the ICD along with the right ventricular (rv) lead, right atrial (ra) lead and previously capped left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This previously capped lv lead will not be returned for analysis.